Manufacturer narrative:
(B)(4). Evaluation of the returned device could not repeat the reported failure. The inserter held sample implants. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the inserter did not mate with the implant; the inserter kept coming off. Although the instrument was used intr aoperatively, no patient complications were reported.